Event description:
Info received indicates the hi/low function of the bed drifting down slowly of several hours.

Manufacturer narrative:
The tech isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed. The bed is now operating properly.